Event description:
It was reported that the core saber drill ran without user activation during the course of a procedure at the user facility. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. No further information was available regarding this event.

Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of unintended activation was duplicated during service evaluation. It was found during disassembly that the shim and spring components had moved around and were tangled. If components are out of place, unintended activation can occur with a handswitch due to handling of the device.

Event description:
It was reported that the core saber drill ran without user activation during the course of a procedure at the user facility. No adverse consequences and no medical intervention were reported with this event. The procedure was completed successfully. No further information was available regarding this event.